Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was throwing up again after using a transcutaneous electrical nerve stimulation (tens) unit that was 'more powerful' about 2-3 weeks ago. The patient used the tens unit for her 'knee issue.' Additional information has been requested was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).